Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hospital peeled the backing off of one of the leg pads, and the hydrogel came away with it, leaving the pad totally unusable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hospital peeled the backing off of one of the leg pads; and the hydrogel came away with it, leaving the pad totally unusable. It was later reported that the pads were replaced; however, there was no delay in therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hospital peeled the backing off of one of the leg pads; and the hydrogel came away with it, leaving the pad totally unusable. It was later reported that the pads were replaced.

Manufacturer narrative:
Received 1 opened arcticgel pad. The reported event was confirmed as a manufacturing related issue. Upon return of the sample, the visual inspection noted that the hydrogel was removed from the pad. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "remove the release liner from each pad and apply to the appropriate area." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hospital peeled the backing off of one of the leg pads; and the hydrogel came away with it, leaving the pad totally unusable. It was later reported that the pads were replaced, and there was no prolongation of therapy.